Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, undersensing, noise and loose pin. The lead was reprogrammed and turned off. The implantable pulse generator (ipg) was reprogrammed. During re-operation it was found that the pin was loose and the lead was reconnected successfully and remains in use. No patient complications have been reported as a result of this event.